Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's right ventricular (rv) lead. Additional information was received indicating that a revision procedure was performed due to high rv pacing lead impedance. The device was explanted and successfully replaced. No adverse patient effects were reported. The device is in the possession of the hospital and is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.